Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was image loss.

Manufacturer narrative:
Alleged failure: gyn procedure- laparoscopic salpingectomy and a hysteroscopy at the end. Lap portion went great with no issues. Started the hysteroscopy with the same camera head and light cord. There was a black spot on the screen and the team in the room thought it was the camera. They called for a new camera and took the original camera off the sterile field. I was called and determined that it was the scope that had a scratch, not the camera. So now we have a new camera and light cord and new hysteroscope. Plugged all them in, image was great. Started the hysteroscopy and then the screen had blue moving lines across the screen. We call for a 3rd camera and finish the case. After the case I tested the broken camera to try to get a picture of what it was doing, image was great with no blue lines when tested. But there clearly is an issue as I saw it happen first hand during the case. No patient info available. Image was lost for 2 minutes. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: short in cable causing intermittent blue lines on the picture. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss.